Event description:
It was reported that on (B)(6) 2010, coronary angiography revealed a 99% restenosis in the previously placed non-abbott stent deployed on (B)(6) 2009. On (B)(6) 2010 a 3.5x23 mm xience v stent was direct stented at 12 atmospheres in the distal right coronary artery for treatment of the restenosis successfully. Intravascular ultrasound (ivus) was performed post-deployment and the stent was confirmed to be adequately expanded. Postdilatation was not performed. The patient was discharged on (B)(6) 2010. On (B)(6) 2010 and (B)(6) 2011 follow-up confirmed the patient was observing the antiplatelet regimen. On (B)(6) 2011, the hospital was informed of the patients death by letter from the patient's family that the patient had died at home on (B)(6) 2011. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use, no predilatation. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted the preparation for use section of the xience v IFU states: safety and effectiveness of the stent have not been established for subject populations with previously stented lesions or in-stent restenosis. In this case, the IFU deviation does not appear to have caused or contributed to the reported difficulties.